Event description:
It was reported a perforation and tilt occurred. On (B)(6) 2005, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan confirmed a tilt and mesenteric perforation. The inferior vena cava (ivc) filter is tilted to the left and nose is within the wall of the ivc at about 1:00. The legs protrude beyond the wall of the ivc. Two of the legs are beneath aortic bifurcation.

Event description:
It was reported a perforation and tilt occurred. On (B)(6) 2005, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan confirmed a tilt and mesenteric perforation. The inferior vena cava (ivc) filter is tilted to the left and nose is within the wall of the ivc at about 1:00. The legs protrude beyond the wall of the ivc. Two of the legs are beneath aortic bifurcation.